Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 25-aug-2021, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 24-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The hcp reported a lead migration that was determined by x-ray. It was noted that reprogramming was done, but was unable to capture painful areas. Surgical intervention is planned but not yet scheduled at this time. No symptoms were reported.